Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2: 1.1, 1.7, 1.8. Pt's therapeutic range: 2.8-3.0 inr.

Manufacturer narrative:
Investigation pending.